Event description:
It was reported that the insulin gauge was inaccurate and static. Customer loaded a new cartridge to resolve the issue. Reportedly, customer was using cold insulin to fill cartridge. Tandem technical support educated the customer that the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Customer¿s blood glucose level was not adversely impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.